Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was not receiving therapy, and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.